Manufacturer narrative:
Analysis of the pump found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a device manufacturer representative (rep) regarding an event with no patient involvement that involved a new pump that contained water 1,000 mcg/ml running at minimum rate 6.2 mcg/day. A pending alarm was reported while still in the box, occurring on (B)(6) 2016. The pump was not implanted. No patient symptoms were indicated as there was no patient involvement. The rep did not have another 40 ml pump available and planned to discuss the option with the healthcare provider (hcp) to see how he wanted to proceed. It was further reported the following day that the hcp used a 20 ml pump. Upon device return, pump logs were provided. The pump was in shelf state and had a pending alarm per the logs when it was interrogated on (B)(6) 2016. Logs also displayed a motor stall on (B)(6) 2016 at 09:02 followed by a recovery at 15:05 that day. Then another motor stall was in the logs on (B)(6) 2016 at 18:54 with a recovery the following day at 12:54.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.